Event description:
The international customer reported that the unit would not power on due to a post timer/ 24v failure. The customer reported no patient involvement.

Manufacturer narrative:
(B)(4).